Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the dissection tip on the hemopro device was not visible. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital was unable to provide an exact date of the incident; however, they reported that it took place between (B)(6) 2013.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review could not be performed as the product lot number is unk. (B)(4).